Manufacturer narrative:
Based on the available information, the endoscope used does not meet the labelled specification of cftrd and was too small. This may have caused shifting of the cap during tightening of the thread. In addition, the clip release was not optically verified before executing the snare resection. Such observation of clip release is mandated by the device's IFU. Bowel perforation is a known procedural complication in the resection of colon lesions. The technical analysis of the affected product revealed no damage or deviation to its specification. The inspection of the production quality records showed no abnormalities that indicate a product-related defect.

Event description:
During an intervention with cftrd for full tissue resection in the colon, clip deployment was not verified by the operator before tissue resection. The resulting perforation required closure with 18 clip and hospitalization of the patient.